Manufacturer narrative:
Without an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event.

Event description:
The team was concerned about patient discomfort when the PICC line was manually flushed. One of the lumens had no blood return. Chest x-ray demonstrated a distinct area of discontinuation in the region of the left axilla-which was swollen. The decision was made to remove the line, but not at the bedside. In the or the surgeon pulled out the PICC line under fluoroscopy to the point of the discontinuation which revealed a fracture. There were several cm of intact PICC line still in the vein. The fractured portion of the line was cut off and threaded with a 0.014 guidewire through the portion of the PICC that remained in the vein. Using the guidewire the remaining portion of the line was removed and was determined to be intact. With the guidewire in place a new PICC was cut to the proper length and passed over the guidewire. It drew and flushed. Fluoroscopy confirmed good position. The patient tolerated the procedure well.